Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿atrial electrode was unable to attach to the myocardium¿. Final analysis found that as received, a complete lead with stylet guide and a stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.